Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported flow rate error, which was not reproduced or confirmed. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount, the volume to be infused was set to 20 ml and only delivered 17 ml, during preventative maintenance. (Medication and delivery rate unknown). It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.